Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer unable to log into medstation. A technical support specialist (tss) was able to access the page after disabling the vpn; however, the cfn admin password for the station was not working, even when attempting the default credentials. Tss reached out to check whether the customer was still experiencing login difficulties and offered to reconnect to the affected station to complete a thorough review and collect additional station level logs to support the requested rca. Subsequently, the customer responded and said that the issue had already been resolved under another ticket, and no further action was required. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es staff were unable to log in during the network downtime. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es staff were unable to log in during the network downtime. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.